Event description:
It was reported that the patients leads were fractured. It was also reported that patient experienced overstimulation.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2316500; model: sc-2316-50; serial: (B)(6); batch: 17790657.